Event description:
During administration of vaccine on a veteran, routine was to retract needle as soon as vaccine has been administered. When attempted to retract the needle and push on the plunger all the way, the needle did not retract.